Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the photo of the device showed that the blue outer sheath broke in two places. The sheath broke towards the proximal end by the funnel shaped part of the sheath. The sheath also broke further down towards the distal end. The white inner sheathing was not shown in any images provided and the device was not returned for evaluation. Based on the context of the complaint it is unknown if the inner sheath broke as well or just the blue outer. Testing was completed on the lot but unable to replicate the issue. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. Customer disposed of the device, and does not have the lot number. Photo of the device was provided instead. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a ureteroscopy procedure, the device broke inside of patient. The device fractured in the middle and in another area. The device was able to be retrieved and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. Customer disposed of the device, and does not have the lot number. Photo of the device was provided instead. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a ureteroscopy procedure, the device broke inside of patient. The device fractured in the middle and in another area. The device was able to be retrieved and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.